Event description:
It was reported that pump experienced malfunction code 24 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump warranty and shipping address, provided instructions for storage mode and pump return, and advised customer to return pump within 10 days and to program pump settings and connect continuous glucose monitor to replacement device; replacement pump was sent.